Manufacturer narrative:
Cmp (B)(4). D10: 161034 - oss rs poly fem bushings - 055390, 150493 - oss reinforced yoke - 666400, 150476 - oss poly tibial bushing - 545940, 161035 - oss rx axle - 588020, 150478 - oss poly lock pin - 024580, 161094 - oss rs 12mm ls tibial bearing - 027000, 178711 - cps/oss 5cm tpr adapt w/oss sc - 490420, 161123 - oss rs 8.5cn seg fmrl right - 922570, 178537 - cps centering sleeve - 558140, 178512 - cps nut co-cr-mo alloy - 250400, 178527 - cps transverse pin 6pk - 297810, 161022 - oss rs non-mod plate long 59 - 248150, 178554 - cps short anchor plug 12mm - 620640. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 4 years post implantation due to a fractured compress device. It was noted that the patient had stepped into a hole while gardening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (hinged prosthesis right total knee arthroplasty with distal femoral resection and compress device with slight angulation of the spindle suggesting hardware fracture). A definitive root cause cannot be determined; however, it was reported the patient stepped in a hole and this could have been a contributing factor. This complaint can be confirmed based on the provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.